Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia repair, when attaching the hernia mesh, the lever can be squeezed, the initial staples fired correctly, then the last one jammed. The staple was half in and half out that was stuck at the end of the stapler that was caught on the tissue. No additional treatment required. It was the final staple being fired for reinforcement. The surgeon then decided no other staples were required to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the stapler appeared intact. The stapler was fully fired with no staples remaining in the cartridge. There was one bent staple at the distal end of the device. It was removed and no damage to the stapler or cartridge was noted. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.